Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reported information and the inspection criteria a definitive cause for the reported event and associated patient effects could not be determined. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event and therapy are estimated as date of publication, (B)(6) 2012.

Event description:
This information was captured based on literature review: a retrospective analysis was performed to evaluate feasibility, safety, and efficacy of percutaneous arterial access site closure after transfemoral, transcatheter aortic valve implantation (tf-tavi) using a single, commercially available six french monofilament suture-mediated vascular closure device (vcd) in preclosure- technique. Patient number: (B)(6). Description of event: iliac artery dissection. Duration of follow-up (months): 4. Treatment /outcome: vascular surgery (recovered with sequelae) death within 1/2 year. No additional information provided.